Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the facility offers two different fentanyl concentrations and they are trying to determine if the device was programmed appropriately to rule out diversion during a fentanyl infusion on a male patient in the ICU.